Manufacturer narrative:
After battery installation, almost all of the lcd display was black. The unit was unable to display text whatsoever. Per visual examination there are multiple cracks within the lcd display itself. Unable to perform displacement test due to the cracked lcd display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was broken. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.